Event description:
It was reported that the impedances on electrodes 4 and 12 were >10000 ohms when they were measured on (B)(6), 2011. Since that time, the remaining electrodes began showing high impedances until (B)(6), 2012, when all 16 electrodes had impedances >10000 ohms. It was noted the patient also had a loss of therapeutic effect. A revision surgery was performed on (B)(6), 2012 during which the leads were disconnected from the extensions and the intraoperative impedances on the leads were found to be within normal ranges. An additional surgery took place on (B)(6), 2012 during which the intraoperative impedances on the extensions were found to high. The extensions were replaced and all impedances were within the normal range. Following replacement, the patient had total therapeutic coverage.

Manufacturer narrative:
Product ID 37081-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product typ extension product ID 37081-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product typ extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned leads (product ID: 37081-60, serial #s: (B)(4)) found that all wires within the leads were broken 4.8cm from the distal end; the leads measured 60.7cm and 60.8cm in length, respectively. It was also noted that at the points of wire breakage, cosmetic depressions were worn in the molded rubber.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.